Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aneurysm did not contain a lot of thrombus, the aortic neck had an angulation of over 45 degrees and the iliac arteries were moderately calcified. The left side which was the ipsilateral side was 7.2 mm in diameter. The right side was chronically occluded from the level of the hypogastric artery to the femoral bifurcation; however, there was still some retrograde flow down the limb. The physician had decided that the procedure would be aborted if they were not able to get a wire through this side. There were no complications at the time of implant. It was reported that the next day after the procedure, the pt had paraplegia and later during the week suffered arthro-emboli shower and had liver and kidney damage. The pt expired 5 days later. No add'l info was provided.

Manufacturer narrative:
Evaluation results and conclusions: (death). (Chronically occluded right iliac artery pre-operatively, arthro-emboli shower leading to liver and kidney damage).